Event description:
A report was received that the patient is experiencing a pulling and tightness feeling at the pocket site. The physician prescribed the patient lidocaine cream. The patient has requested to be explanted due to the discomfort.

Event description:
A report was received that the patient is experiencing a pulling and tightness feeling at the pocket site. The physician prescribed the patient lidocaine cream. The patient has requested to be explanted due to the discomfort.

Manufacturer narrative:
Additional information received that the patient was explanted by a non bsc phyisican. The physician refused to provide explant details.